Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information data was not current on the station. A technical support specialist ran the same query on the server and found no results, verified that the device was actively uploading data; database synchronization logs showed no variation in change tracking, and server synchronization status was current, performed a database synchronization on the device, which cleared the alert, confirmed that the device was communicating with the server and updated the customer, who verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information data was not current. However, there were no delay or adverse events or injuries reported based on this event.